Event description:
The following was reported to hamilton medical ag: the device shows error 249010. There are no options. The options input window is inactive. When trying to export the event log, the device shows "export failed". When trying to update the software to version 2.0.9, the device shows "update failed. Summary: options disappeared / options not found.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.